Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic gui display. No patient involvement reported. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the liquid crystal display (lcd) panel. The unit passed extended self-testing.